Event description:
Gore-tex mycromesh appears to have a 40% rejection rate if used for vaginal repair with incision of vaginal wall.

Event description:
Add'l info received from MFR 11-15-02: on october 23, 2002, they sent a letter with questions to the originator of this report. To date MFR has not yet received an answer to their inquiry. Therefore it is impossible to answer many of the questions. Please note that questions no1, no2, no3, no4, no7 and no 8 are all dependent upon receiving add'l info from the complainant. At this time MFR can answer questions no 5, no 6, no 9 and no 10. The only thing reporter knows about this event is what the complianant wrote on the medwatch report: "gore-tex mycromesh appears to have a 40% rejection rate if used for vaginal repair with incision of vaginal wall". Without further info rtpr is unable to determine the exact relationship between the event and the device. MFR is not familiar with this use of their product. This product is used primarily in hernia repair. Vaginal use of which MFR is aware is as a sling for vaginal prolapse. Co's eptfe products have been on the market for over 25 years and they had never been able to confirm a case of allergic reaction or rejection. Co's understanding of this biomaterial is that such reactions are not possible. Co regularly searches the literature and has never found any published account of allergic reaction or rejection to the co's product. What the complainant may have seen is infection. Bacterial colonization will preclude ingrowth. Co's instructions for use recommend that if an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.